Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected blood glucose test result range is 100 to 150 mg/dl. The blood glucose testing is performed by the customer three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. The customer provided that they have not had any recent changes to diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 152 mg/dl and 155 mg/dl. The product is stored in the dining room. The test strip lot manufacturer's expiration date is 11/18/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected blood glucose test result range is 100 to 150 mg/dl. The blood glucose testing is performed by the customer three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. The customer provided that they have not had any recent changes to diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 152 mg/dl and 155 mg/dl. The product is stored in the dining room. The test strip lot manufacturer's expiration date is 11/18/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 402mg/dl (B)(6) 2016 11:13am fasting:yes; 124mg/dl (B)(6) 2016 09:00pm fasting:yes; 305mg/dl (B)(6) 2016 09:25pm fasting:yes; 305mg/dl (B)(6) 2016 05:00pm fasting:yes; 70mg/dl (B)(6) 2016 09:12pm fasting:yes. Adverse event not reported.